Event description:
Clinic notes dated (B)(6) 2011 were received on (B)(6) 2012. Notes dated (B)(6) 2011 indicated that the patient had no seizures since the last office visit, and no auras. Notes dated (B)(6) 2011 indicated that the patient had an increase in seizure frequency. Attempts for additional information have been unsuccessful.

Event description:
Programming history for this vns patient is available. Two system diagnostics from the date of implant indicated: communication: ok, output status: ok, impedance: ok (6245 ohms) and communication: ok, output status: ok, impedance: ok (6438 ohms). Diagnostics are also available from the next appointment on (B)(6) 2010. Seven normal mode diagnostics were performed with decreased impedance values: 6490, 6800, 6077, 5780, 5987, 5729, 5729. The patient's last known settings are from (B)(6) 2010. This information was previously reported in MFR report #1644487-2010-02332.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
.